Manufacturer narrative:
(B)(4). Date initial report sent 11/02/2015. (B)(4).

Event description:
According to the reporter: far end of staple line immediately fell apart. He over-sewed the staple line. The patient was brought back 4 days later, and the surgeon noticed that the middle part of the staple line had opened up. A second total over-sew was performed. The account reports that no reinforcement material was used, and that the patient is well currently. The device will not be returned, because the account reports that it was thrown away.